Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the pump emitted loss of prime warnings. There is no reported adverse event with this complaint. This report is made based on the allegation of the loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings:a review of the pump black box history found that there were loss prime warnings associated with low, non-zero force. The pump performed the rewind, load, and prime successfully. The pump was exercised for 24 hours without any loss of prime warnings duplicated. A force sensor calibration test was performed and confirmed that the force sensor was detecting force correctly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.